Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, clamp function and integrity (seal surface) tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a connection issue between the patient connector of the set and the patient's titanium adapter. This occurred before use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.